Event description:
A customer reported experiencing a cartridge alarm 30 with their pump, but there was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process and the pump was no longer under warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump. Customer technical support decided to replace the pump and arranged for a 6.6 basal iq loaner pump to be sent. Communication issues initially delayed the shipment, but once resolved, the customer was informed of the tracking number for the shipment.